Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances of greater than 2,000 ohms. It was noted that all daily measurements were in the 600 ohm range. Pocket manipulation was performed and serial impedance tests were all greater than 2,000 ohms. The patient was sent for a chest x-ray. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient elected not to undergo any additional procedures at this time.

Event description:
Additional information was provided that the results of the x-ray were inconclusive. The patient was evaluated again and found all impedance values associated with the ring pacing were greater than 2,000 ohms. Additionally, the capture threshold was no longer attainable in any vector. It was noted that this would be discussed further with the implanting physician. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.